Event description:
Sientra was contacted by the healthcare provider (hcp) regarding a suction issue with the viality unit. Hcp said from the start of using the unit, there was little to no suction. Troubleshooting steps were taken but didn¿t solve the issue. A crack was then observed on the bottom side of the unit. An additional unit was required to complete the procedure.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an evaluation from another lot/batch device. Investigation result is most likely cause of the reported suction performance issue may have been from the sliding door gasket being disturbed before the procedure. The reported complaint cannot be confirmed; however, it is plausible a vacuum leak could occur from the sliding door gasket. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.